Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed relating to issues with safety shield activation as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retain samples, the customer¿s indicated failure mode for issues with safety shield activation with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® safety-lok¿ blood collection set there was an issue with safety shield failure. There was no report of injury or medical intervention.